Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a generalized anaphylactic reaction." The production batch record documents that lot 680082 met all finished product release specifications. One open complaint sample containing approximately 2ml of solution was returned. Chemical analysis of the retain samples met stability specifications for all parameters tested. Sterility check of a retain sample indicated retain sample was sterile.

Event description:
A patient, who is an ophthalmologist, reported instilling 2 drops of aquify comfort drops into each eye to test the tolerance. Within 5 minutes, he experienced a dramatic life-threatening generalized anaphylactic reaction starting with burning in the eyes, eye reddening and hyperemia, facial edema, extension via naso-lacrimal duct into the pro-tracheal cavity with edema of tongue and mouth mucosa, glottis edema and severe dyspnea. With the help of his wife, he injected himself with betamethasone im and survived thanks to this injection which was later repeated once. After one day the reaction abated and the patient recovered. Request has been made for additional information, however, no further information has been provided.